Event description:
A medwatch was rec'd stating, "35 year old in or for a laparoscopic cholecystectomy. During procedure surgeon was unable to maintain carbon dioxide level in the abdomen. Another set of devices was obtained to successfully complete the procedure." The devices were from an fdc32 kit, lot # l4cc14. The rep was notified to follow up. 02/15/1999 the rep reported the outer gaskets leaked.